Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 5:04 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At 5:06 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.6 inr. At 5:09 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.9 inr. The 2.9 inr and 4.0 inr values were reported to the patient's independent diagnostic testing facility. All three tests were performed with samples collected from the same finger. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient currently feels fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is bi-weekly. The patient was not anemic. The patient does not take heparin or direct thrombin inhibitors. The patient takes plavix and warfarin. The patient's warfarin dose did not change prior to meter testing. The patient had no new medications, no diet changes, and no illnesses. The patient had no bleeding or bruising. The patient did not remember if internal meter controls passed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter was tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. The patient used the same fingerstick for all three tests. The practice of using the same finger to dose multiple tests is known to give inaccurate test results. The result of 4.0 inr alleged by the customer was not observed in the meter¿s patient result memory.